Event description:
On (B)(6) 2011, a vns patient reported that she had a seizure on (B)(6) 2011 and fell on her face and broke her nose. She stated that her vns settings had been increased on (B)(6) 2011. While in the hospital having surgery on her nose, the patient was hooked up to the heart monitor. It was discovered that every five minutes when the vns device stimulated, the heart monitor would alarm and her heart would skip two beats. The patient reported that she is also experiencing some shortness of breath. The patient was scheduled to see her neurologist on (B)(6) 2011. The neurologist later reported that the patient's arrhythmia (heart skipping 2 beats) was first noticed on (B)(6) 2011 and was related to the vns stimulation. The neurologist decreased the patient's settings as the arrhythmia event appeared to have occurred after the programmed settings were increased and a holter monitor was used. The patient does not have a medical history of arrhythmia prior to this event. The neurologist reported that it is unknown if the arrhythmia event has recurred, they are in the process of evaluating this. Good faith attempts were made to the patient's implanting hospital for the lead product information but no further information has been received to date. On (B)(6) 2011, the vns patient reported that she is experiencing a slow heart rate as well as the heart rate skipping with stimulation. The patient reported that after the neurologist increased her settings on (B)(6) 2011, she also experienced coughing and painful stimulation. After 10-14 days the events stopped and the patient said she could tolerate settings. The patient stated that after her seizure on (B)(6) 2011, she had another one on (B)(6) 2011. She stated that she saw a physician on (B)(6) 2011 and was referred to an ear nose and throat surgeon on (B)(6) 2011 to operate and repair her nose. On (B)(6) 2011, she had the surgery and during pre-op, she was hooked up to the heart monitor which revealed a slow heart rate and that every five minutes , her heart skipped two beats. The ear nose and throat surgeon informed her to go back to the neurologist to have the settings decreased. The patient's settings were decreased but the patient's heart was still skipping and at half rate according to the holter monitor. The patient was referred to a cardiologist and stated she is going to have a pacemaker implanted. The patient also reported that prior to vns, she did not have any pre-existing heart conditions. The patient further divulged that she has been now diagnosed with a/v stage 2 heart disease and claimed that her heart is only beating 24 beats/minute. On (B)(6) 2011, the patient had a pacemaker implanted. Prior to surgery the patient's output was decreased to 1.75ma and the patient's heart rate was in the 50's bpm, at 1.5ma the patient's heart rate was in the 60 bpm (so within normal limits), then at 2.25ma, the patient's heart rate was in the 40's bpm, and lastly at 2.5ma, the patient's heart rate showed 40 bpm. The patient's device was then turned off and the patient did not experience bradycardia. The surgeon implanted the pacemaker with the vns disabled through the entire procedure and the patient did not experience bradycardia. After the pacemaker was implanted, the vns was programmed back on. The patient was set to varying settings and the pacemaker was observed to be pacing indicating a decrease in the patient's heart rate. The pacemaker was able to keep the patient's heart rate within normal limits when the vns stimulated. With the patient turned to an output of 2.0ma, the patient's heart rate was in the mid 60's-68bpm. System diagnostics were performed which showed output=ok/lead impedance=ok/impedance=2834ohms/ifi=no. The patient was programmed to output=2ma/frequency=20hz/pulse width=130usec/on time=21sec/off time=5min/magnet output=2.25ma/frequency=60hz/pulse width=130usec. The patient wants her device at a higher output current because this is where she reaches efficacy.

Event description:
Additional information was received on november 29, 2011 when the patient provided further information that her heart missed two beats every 5 minutes. The patient said that since she has had the pacemaker implanted everything is fine. The patient said that vns has been great for her and she still wants it implanted.

Event description:
On (B)(6) 2014 it was discovered that this event was reported in a duplicate report; on MFR. Report # 1644487-2014-01642.

Event description:
Additional information was received on (B)(6) 2012, when the patient reported that she is having bradycardia episodes when her vns goes off. The patient stated that she has an appointment with her cardiologist that day. She states she has a pacemaker, but in the conversation she says that her heart rate goes down to 20 beats per minute and she starts to feel worse. According to the patient she experience dizziness, nausea and ringing in her ears when her heart rate gets so low

Event description:
It was reported on a post on the vns therapy facebook page that the patient¿s cardiologist believed that the av block was caused by vns stimulation. Programming history was reviewed and there were no anomalies. No further information has been received despite follow up to several physicians. No additional information is available.

Manufacturer narrative:
Type of report: corrected data: supplemental MDR #3 mistakenly did not select follow up and did not add 03.